Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with inj. Vancomycin (2 gram stat, repeated on 7 days, intraperitoneally) and inj. Fortum (250 mg in each bag, daily for 14 days, intraperitoneally) for peritonitis. The patient was continuing the same antibiotic. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.